Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the scsi hard drive and the scsi control pcb. The hard drive and pcb were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system is not saving cine runs. There was no reported patient involved and no reported injury.